Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error alarm and high blood glucose event. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer was unable to describe possible damage to the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error was found in the insulin pump alarm history. Customer had a high blood glucose of 500 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.